Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the covid ECMO patient had a "vibrating/rattling" sound coming from their centrimag pump. The circuit was inspected and it was decided that the entire circuit would be replaced due to concern for thrombus in the centrimag pump head, with no adverse impact or detriment to the patient. The centrimag had no visible thrombi when washed out, so the pump was tested with back up equipment to see if the issue could be replicated. The same rattling noise was noticed when running the centrimag on back up equipment. The extra-corporeal membrane oxygenation (ECMO) coordinator asked for the pump to be evaluated to check the integrity of the magnets in the centrimag pump head.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of vibrating/rattling noises from the blood pump could not be confirmed through this evaluation as no video/audio clips of the running centrimag system were submitted for review. The returned centrimag blood pump, lot number l06963-la5, was returned cleaned. Visual inspection of the inlet and outlet ports revealed no deposition or thrombus formations. The inlet and outlet ports revealed no cracking or other damage. Examination of the pump housing revealed no deposition or thrombus formation. The pump housing revealed minor scratches/score marks to the rotor well housing. No impressions were observed next to the four grooves on the periphery of the blood pump to suggest that the pump was incorrectly inserted into the motor at the time of the event. Examination of the impeller portion of the pump rotor revealed no evidence of depositions or thrombus formations. The rotor blades revealed no evidence of abrasion or damage. Examination of the rotor base and rotor well revealed no evidence of deposition or thrombus formations. There was no evidence of separation or slippage between the rotor magnet and rotor body. Following cleaning, microscopic inspection of the blood pump revealed no anomalies. The blood pump was functionally tested on a mock circulatory loop with a test motor and equipment. The blood pump functioned as intended in accordance with manufacturing specifications. The blood pump was operated on the test system for an extended period of time and no clicking or other abnormal pump sounds were observed during testing. The device history records for centrimag blood pump lot number l06963-la5 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU), rev. 09, contains the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #8: ensure the pump is properly locked into the motor per the instructions for use supplied with the motor. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled pump setup and operation warns the user that if leaks or other anomalies are found on the centrimag vad, remove the blood pump and replace with a new, sterile blood pump. The IFU also contains a section titled emergency blood pump replacement. No further information was provided. The manufacturer is closing the file on this event.